Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine device check. The patient complained of discomfort at the pocket site. The physician noted significant thinning of the skin over the pacemaker header. The physician electively performed a pocket revision on (B)(6) 2020. The patient was stable before, during and after the procedure.